Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric, and 90% stenosed posterior descending and posterior lateral arteries. Guide wires were placed in both the posterior descending and the posterior lateral arteries and pre-dilatation was performed to both vessels with a 2.5 x 15 mm non-abbott balloon catheter. Intravascular ultrasound (ivus) was performed and two xience prime stents were implanted. Post-dilatation was performed with a 3.0 x 15 mm rx trek and a 2.75 x 15 mm non-abbott balloon catheter as a kissing balloon technique (kbt); however, the rx trek ruptured at 10 atmospheres. The trek was changed to a 2.5 x 12 mm nc trek and the kbt was performed with the non-abbott balloon catheter and the nc trek. The procedure was successfully completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, route, runthrough ns, guide catheter: launcher 7fr sal1.0sh. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.